Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off on its own even if the battery was fully charged. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'powering off on its own', which was reproduced during evaluation. Visual inspection found the battery gasket was loose and in the way of the wireless battery module terminal preventing them to securely connect against the battery pins on the rear case of the pump. A review of the event history log identified the reported issue of 'powering off on its own' as improper shutdown messages. The battery gasket was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.